Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer report of a screen freeze was duplicated. The sbc board was placed into a test unit and failed post. The six image splash screen was observed during post. The issue can be cleared by power cycling the uut ~100 power cycles. This issue is a known issued caused by the processor u700 malfunctioning. The sbc board was inspected and processer u700 (nw266) is used on this board. It was noted that sbc pcba's with u700- part number nw266 were found to have the issue. A software fix has been implemented to resolve the failure. Refer to: (B)(4) attachment title "ht70 risk management peer review" pg4, line 2 of summary of main decision's chart. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen. There was no patient involvement. Medtronic was not authorized to evaluate/service the device.

Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the ventilator. The service provider replaced the printed circuit board and the ventilator was returned to use. Covidien was not authorized to evaluate/service the device.